Event description:
During a cardiopulmonary bypass procedure, the vacuum regulator was observed to malfunction in such a way that vacuum was not maintained as expected. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.